Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor siltex round moderate profile 475cc breast implants which the left side deflated, and there was issue bilaterally with breast ptosis, and implant displacement. As a result, patient underwent bilateral removal and replacement with another mentor saline implants on (B)(6) 2018. This report is for the right side.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During evaluation a parallel lines of shell wear were also observed on the anterior and posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Since this pi is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Manufacturer¿s reference number: (B)(4).